Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report discordant, high atellica im ca 19-9 results on a patient. Siemens has completed the investigation. The customer had a sample that recovered 5405.64 and 4695 u/ml with atellica im ca 19-9 reagent lot 470, however recovered 956 u/ml with an alternate ca 19-9 assay. Based on a review of the control data provided, there is no evidence of a system issue. The potential cause of the difference observed by the customer when comparing the atellica im ca 19-9 results to the alternate ca 19-9 test method result can be attributed to differences in assay methods and reagent specificity. Siemens has no claim as to how the atellica im ca 19-9 assay correlates to the alternate ca 19-9 assay method. Based on the investigation, no product problem was identified and the customer is operational. The instructions for use (IFU) states the following in the warning section: "the concentration of ca 19-9 in a given specimen, as determined by assays from different manufacturers, can vary due to differences in assay methods and reagent specificity. The results reported by the laboratory to the physician must include the identity of the assay for ca 19-9 used. Values obtained with different assay methods cannot be used interchangeably. If, in the course of monitoring a patient, the assay method used for determining serial levels of ca 19-9 is changed, the laboratory must perform additional serial testing to confirm baseline values." The instructions for use (IFU) states the following in the limitations section: "warning do not use the atellica im ca 19-9 assay as a screening test or for diagnosis. Do not predict disease recurrence solely on levels of atellica im ca 19-9. Normal levels of atellica im ca 19-9 do not always preclude the presence of disease. Note do not interpret serum levels of ca 19-9 as absolute evidence of the presence or the absence of malignant disease. Before treatment, patients with confirmed gi carcinoma frequently have levels of ca 19-9 within the range observed in healthy individuals. Additionally, elevated levels of ca 19-9 can be observed in patients with nonmalignant diseases. Measurements of ca 19-9 should always be used in conjunction with other diagnostic procedures, including information from the patient's clinical evaluation. The concentration of ca 19-9 in a given specimen determined with assays from different manufacturers can vary because of differences in assay methods, calibration, and reagent specificity. Ca 19-9 determined with different manufacturers' assays will vary depending on the method of standardization and antibody specificity. Therefore, it is important to use assay-specific values to evaluate quality control results." The instructions for use (IFU) states the following in the interpretation of results section: "results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings." The assay is performing within specification. No further evaluation of the device is required. MDR 1219913-2020-00415 was filed for the repeat result from the same patient on an alternate atellica im system.

Event description:
A false high atellica im ca 19-9 result was obtained on a patient sample and the reported result was questioned by the physician(s). The laboratory performed repeat testing of the same sample on another atellica im system, resulting high. The patient sample was tested with an alternate ca 19-9 test method, resulting lower. There are no reports that treatment was altered or prescribed or adverse health consequences due to the discordant, high atellica im ca 19-9 results.